Manufacturer narrative:
Manufactures investigation conclusion: the report of low speed and pump stoppage events was confirmed through the review of the log file submitted by the account. Based on experience with the hmii lvas and similar reported events, the pump stoppages that occurred while the patient was supported by the power module could be indicative of driveline damage. However, no damage was identified through the examination of the distal end of the patient¿s driveline. Also, the report of suspected pump thrombosis could not be confirmed through this evaluation. A specific cause for the reported suspected thrombus, elevated ldh, and power elevations, as well as a direct correlation to the device and to each other, could not be conclusively established through this evaluation. The submitted log file contained data from (B)(6) 2020 through (B)(6) 2020 and captured multiple low speed and pump stoppage events between (B)(6) 2020 and (B)(6) 2020 while the system was supported by the power module. Of note, pump power was elevated during some low speed events. Additionally, the log file also captured multiple transient elevations in pump power, up to 8.7 watts, unrelated to the low speed events. No other atypical alarms or events were captured. The cause of the speed drops was believed to have possibly been related to suspected pump thrombosis and/or a short to shield. The patient¿s ldh was reportedly elevated although his inr was noted to be therapeutic. No other signs or symptoms of thrombosis were noted. The patient underwent an external driveline repair on (B)(6) 2020 under work order #(B)(4). Approximately 19.5" of the driveline, s/n (B)(6), was returned for evaluation. The metal connector was unremarkable. An electrical continuity test of the returned portion of the driveline was conducted and all wires were found to be electrically intact. No wire-to-wire or wire-to-shield shorts were induced during this testing. The silicone jacket and clear bionate layers were unremarkable with no signs of wear or damage. Breakdown of the metal braided shield was observed in multiple locations. Visual and microscopic inspection of the underlying wires found them to be unremarkable. The driveline was then submerged in a saline solution for hi-pot testing to check for current leakage through the wire insulation, and no areas of compromised wire insulation were identified. The patient ultimately underwent a pump exchange on (B)(6) 2020 and remains ongoing on heartmate 3 lvas. The replaced pump, heartmate ii lvas, serial number (B)(6) was to be returned for analysis; however, as of the date of this report, (B)(6) has not been returned and this file will be closed accordingly. The hmii lvas IFU and patient handbook explain that all hm ii lvas drivelines have the potential for wire/shield breakdown to occur dependent on length of use and movement/flexing over time. Information regarding driveline care can also be found in both of these documents. The current heartmate ii lvas IFU lists device thrombosis and hemolysis as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. The hmii IFU provides details regarding the recommended anticoagulation therapy and inr range as well as outlines indications of pump thrombosis and as how to respond to such events. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient log file submitted for review revealed speed drops below the low speed limit (lsl) and pump stops on (B)(6) 2020. This type of behavior has been linked to potential issues with the percutaneous lead and only appear to be occurring while the vad is connected to the power module. Cause of the speed drops were identified as suspected pump thrombosis, elevated lactate dehydrogenase (ldh), bilirubin and plasma hemoglobin (hgb) 8.9 g/dl. The patient reports a few lvad alarms on (B)(6) 2020, then multiple alarms last night despite changing controller. The patient was advised to come to emergency department (ed) for evaluation due to possible short to shield and placed patient on ungrounded cable for now or remain on battery power. The patient¿s ldh trending in 500¿s, intravenous infusion (IV) heparin. Hematology consult due to elevated ldh. On 24feb2020 the entire external distal end percutaneous lead (driveline) section was replaced so another repair is not possible. The removed percutaneous lead section was returned for evaluation and there were no reported problems identified in portion that was replaced. Additional information reported that a cardiovascular surgery was consulted due to patient prior history of pump thrombosis leading to a vad exchange. A chest x-ray (cxr) and kidneys, ureters, and urinary bladder (kub) x-ray of the abdomen was done to evaluate percutaneous lead and results were stable lvad positioning was unremarkable. Monitor patient¿s trending ldh, ua negative for blood, IV heparin. On (B)(6) 2020, the patient underwent a vad exchange from hm 2 to hm 3 to achieve highest chance of long-term survival. A full sternotomy was performed, and the patient tolerated well. The pump will be returned for evaluation. No additional information provided.

Event description:
Additional information reported that the patient presented to the emergency department with complaints of lvad alarms that were persistent. Labs done and lactate dehydrogenase (ldh) was noted to be 561 u/l and continued to rise with the highest value noted to be 622 u/l. Plasma free hemoglobin also drawn and noted to be 8.9 and 9.1. International normalized ratio (inr) noted to be therapeutic. No other symptoms or signs of thrombosis noted. No pump log files were sent prior to pump exchange. Start date was reported to be (B)(6) 2020 with a stop date of (B)(6) 2020 and reported to have resolved without sequelae.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.